Event description:
There was an allegation of an issue with elecsys hiv combi pt results from the cobas e411 rack analyzer. The customer provided information that 9 out of 85 patient samples tested had reactive results. These samples were tested for cdc confirmation (unverified methodology), and the results were negative. No specific data was provided.

Manufacturer narrative:
The cobas e411 rack analyzer serial number was (B)(6) . The investigation is ongoing.